Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. Due to excessive vault and refractive surprise, the lens was exchanged for a shorter length lens. This resolved the problem. Cause of the event was reported as unknown. "There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided

Manufacturer narrative:
B5 - due to excessive vault, the lens was exchanged for a shorter length lens. This resolved the problem. Claim #(B)(4).